Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. Customer does not recall any significant events leading to the error. Customer's blood glucose was 450 mg/dl at the time of incident. Troubleshooting was done for no delivery and high blood glucose and found that pump is working fine. Customer was advised to speak with their doctor regarding high blood glucose.